Event description:
A nurse reported that a pt was hospitalized on (B)(6) 2014, due to citrobacter freundii peritonitis. This nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique and broke the sterile field during treatment: the pt did not wash their hands and did not don a mask. On an unreported date the pt was treated with fortaz (ip, dose and frequency not reported), gentamicin (ip, dose and frequency not reported), and vancomycin (ip, dose and frequency not reported) for the peritonitis. On (B)(6) 2014 the pt was discharged from the hosp.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.